Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In mid (B)(6) 2023, the user reported a swelling and redness on the scalp over the implant. He was advised to stop wearing the external device and go to the doctor if there was no sign of improvement or got worse.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are most likely related to the explantation surgery.this is a final report.

Event description:
In mid (B)(6) 2023, the user reported a swelling and redness on the scalp over the implant. He was advised to stop wearing the external device and go to the doctor if there was no sign of improvement or got worse. Scalp flap repairing surgery and re-implantation have been perfomed.